Event description:
Information provided states that during the surgery the surgeon went to insert the implant and the prongs broke off of the inserters. The surgeon was able to retrieve the broken prongs which resulted in a delay in the surgery.

Event description:
Information provided states that during the surgery the surgeon went to insert the implant and the prongs broke off of the inserters. The surgeon was able to retrieve the broken prongs which resulted in a delay in the surgery.